Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/2/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side starting at the case seal. Moisture corrosion was observed inside the battery compartment. A leak test performed and a battery compartment leak was found. The pump case was removed and no further evidence of moisture was found inside the pump. The returned battery cap was used to complete the investigation.